Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer (fse) performed a t-shot and found that the drawer was not registering. All drawer board connections and pyxibus connections were reseated, and testing was resumed. During the initial test of the pockets, control to the pockets was lost. Cables were reconnected, and no visible damage to the cables was observed and all pockets functioned normally. Operation was verified through access and inventory counts. All bus and cable connections were verified, along with drawer and pocket functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 4 was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.